Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Physician reported hospitalization due to high blood glucose. The blood glucose reading is 481 mg/dl. The blood glucose reading at the time of the event was 722 mg/dl. Customer was experiencing chest pain. Hospital is treating with manual injections. Nothing further reported.